Event description:
While this device was being used to dilate another MFR's coronary stent, the balloon of this device burst above its rated burst pressure. The case was finished using another balloon catheter. There has been no claim of injury related to this event.